Event description:
The pt was implanted with a smooth saline mammary prosthesis on 4/13/99. Subsequently, the pt experienced a hematoma. During a procedure to evacuate the hematoma, the device was accidentally punctured.